Event description:
During biomed testing the device displayed a "pacer disabled", "defib disabled" and "defib fault 72" mesage. Complainant indicated that there was no patient involvement in the reported malfunction.